Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The examination carried out by means of the manufacturing and material documents showed that the existing lcp plate was manufactured according to the specifications. When the kirschner wire was examined however, it was established that this is a 1.4 mm kirschner wire. A 1.4 mm kirschner wire was used incorrectly for the fixation instead of the intended 1.25 mm kirschner wire and this has jammed in the plate as a result. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
K-wire jammed in plate. This is 1 of 2 report for complaint (B)(4).